Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Event description:
It was reported that during a tlif surgery a driver's tip broke. No fragments of the driver were left in the patient. No patients co mplications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.